Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump was off for 45 minutes after hurricane laura. Patient was not able to determine how long the pump was off and were not notified at the time. Log file analysis captured the last good time stamp in the periodic log file is (B)(6) 2020 at 2:32 pm. After this time stamp the default time stamp is captured. The file also showed the ebb was used around this time, which indicates that there were no power to the controller power leads. The event log file starts 17 days after the default time stamp was captured. The event log file did not capture the reported pump stop. It appears to have been over written by newer incoming data. The period log is suspect of a pump stop due to the default time stamp & ebb usage indication. Unfortunately there is no way for us to determine how long the pump was off or if it was in fact off since the data from around that time was no longer in the event log file. Customer reports the patient is doing great.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppage could not be confirmed through the analysis of the submitted log files, and a specific cause for the event could not be conclusively determined. Additionally, review of the log files confirmed a complete loss of power to the system controller resulting in a clock reset, which appeared consistent with full depletion of the backup battery. The controller event log file contained 252 events spanning from 16:46:43 on 17jan2000 through 7:05:22 on 21jan2000. The inaccurate date was consistent with a total loss of power to the system controller and reset to the default timestamp, per design. This data corresponded with clock invalid controller fault flags (error code (f49) and controller clock corrupt alarms. Following the timestamp of 7:05:22 21jan2000, the clock was correctly set, and the log file captured an additional 4 lines of data from 15:14:16 through 15:19:36 on 17sep2020. With the correct clock setting, the clock invalid controller fault flags and controller clock corrupt alarms cleared. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2019. The heartmate 3 lvas IFU, rev. C is currently available. Section 2, ¿system operations¿, explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. Section 2, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ (under ¿using heartmate 14 volt lithium-ion batteries¿) explains how to replace depleted batteries with charged batteries. Section 3 (under ¿switching power sources¿) also explains how to switch from battery power to the power module and mpu. Section 3 and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Additionally, section 7, ¿alarms and troubleshooting¿, details all system controller alarms as well as how to resolve them. -- the heartmate 3 lvas patient handbook, rev. B, is also currently available. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 3 ¿powering the system¿ details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no symptoms or treatment related to this event. The patient was stable. Lactate dehydrogenase was within normal limits (wnl).